Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c stopper was jammed/insecure. The following information was provided by the initial reporter translated from german to english: during production, we noticed that the plunger in the syringe is crooked (picture attached). Complaint sample is available.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). Stopper jammed / insecure. One sample and one photo were provided to our quality team for investigation. Through visual inspection, it was observed that the sample has stopper jammed between the barrel and the plunger rod. The condition observed is non-conforming per product specification. Potential root cause for the stopper jammed defect is associated with the assembly process. This condition is occurring below their expected frequency, so no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4088974. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.